Event description:
Device complications: stent dislodged, time of complication: during the procedure. Symptoms: none. The stent was positioned in the vessel for deployement, however, when it was retractedit became dislodged by the guide catheter and was removed on the guide wire. The stent remained on the guide wire, and was removed from the patient's anatomy without incident. There was no patient effect or consequence.